Manufacturer narrative:
Device evaluation is not necessary because the reported infection has been determined as not related to vns therapy.

Event description:
It was reported by the patient that during the most recent vns generator replacement surgery, she experienced a "scar infection" because of the operation. A review of the device history showed that the device was sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event - corrected information: the patient age should have been 20 years on the original manufacturing report submitted. Implant date - corrected information: the implant date for the patient's generator should have been (B)(6) 2015 on the original manufacturing report submitted.